Event description:
Started 18 gauge IV in right acromioclavicular (ac). IV was defective. Blood leaked from external part of IV. When flushed the fluid poured out of the white tip at end of IV. IV had to be removed and another started.